Event description:
It was reported that patient called in on (B)(6) 2024 with complaint of hematuria and came for a visit on (B)(6) 2024. It was noted patient had hematospermia. Semen culture (sample collected on (B)(6) 2024) resulted in diagnosis of prostatitis ((B)(6) 2024). And patient was administered levaquin for possibility of infection. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.